Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During a percutaneous coronary intervention, a 2.50 x 32 synergy drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent could not cross the lesion. It was found that the distal part of the stent got lifted after retrieval. The procedure was completed with a different device. There were no patient complications nor injuries reported.